Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting sensor alert such as sensor glucose not available and calibration not accepted. Customer was advised to check sensor and transmitter connection. Blood glucose level at the time of the incident was 50 mg/dl and treated with food and juice. The customer declined to troubleshoot for low blood glucose. The product was not replaced or returned for analysis.